Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #(B)(4) - npi 8110 barrel clamp open/close fails. Other- specify in comments there was no patient involvement. Case #: (B)(4) case subject: npi 8110 barrel clamp open/close fails. Account name: (B)(6) health care center account #: (B)(4) asset name: 8110 syringe module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer recognizes the barrel clamp task in system maintenance fails the open task (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: customer recognizes the barrel clamp task in system maintenance fails the open task (s/n (B)(4)). Explained problematic fault to the barrel clamp task. Customer to repair/replace the syringe sizer sensor assembly. Customer given the part number to the syringe sizer assembly. Transfer to com for assistance with pricing to order replacement part. If any further problematic concerns, customer to call back for assistance. End call.